Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing overstimulation at the ipg site. It was also reported that the patients ipg was nonfunctional and difficult to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively.